Event description:
Three -3- brand new maquet hcu 30 heater-cooler units - problems found with 2 of them by the maquet service people. These have serial numbers in sequence of (B) (4), (B) (6), and (B) (4). Of the original purchase the only one still here is (B) (4). Potentially increased time on cpb due to difficulty with rewarming with one device. Two -2- loaner units from maquet -same item- problem in operating room with 1 device, prior to start of cardiopulmonary bypass. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: heart lung bypass.